Event description:
Medtronic rec'd info that this bioprosthetic aortic valve exhibited regurgitation after approx 2.5 years of service, reportedly resulting in heart failure and kidney damage. The decision was made to explant the valve. At explant, leaflet deterioration was observed. The cusps were flexible, with calcification observed on the left coronary cusp adjacent to the left non-commissure. Traces of calcification were observed on the margin of each cusp. Tears were identified on the non-coronary cusp side of the left cusp margin, on the middle of the non-coronary cusp margin, and on the right cusp margin adjacent to the right non-coronary commissure.

Manufacturer narrative:
Analysis of the returned device identified tears and abrasions on the lunula and free margins of the right cusp toward the right non-coronary commissure, and in the left cusp toward the non-coronary left and left/right commissures. This damage appears to be due to bias wear. Large tears and abrasions were observed in the non-coronary cusp free margin extending into the lunula adjacent to the point of coaptation and in the belly of the left cusp adjacent to the point of coaptation. This damage appears to be due to a long suture tail. Small needle holes in the sewing cloth are noted adjacent to the tear in the left cusp. Traces of pannus were observed on the outflow edge of the sewing ring adjacent to the left right stent post and on the outflow rail adjacent to the non-coronary left commissure. All leaflets are flexible, and radiography shows no evidence of mineralization in the valve. Review of the device history record shows that this valve met mfg specifications for product released to distribution. No issues were noted that would have impacted this event. Conclusion: reduced performance of the device occurred and was related to the event. Tears and abrasions likely resulted in the reported regurgitation. The tears and abrasions were likely the result of both bias wear and a long suture tail. Device explanted and replaced without reported pt complication.